Event description:
The consumer reported receiving a large burn to her back while using the heating pad. She was lying on her stomach at the time the injury occurred. The consumer did not seek medical attention for two weeks. She applied burn cream and the injury is healed.